Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they performed a visual inspection in an arctic sun device, and it met criteria. Functional test was failed due to no cooling. Mixing pump was not working. They tried to drain the chiller tank but no water in the chiller tank. This problem points to a problem with the mixing pump. Probably the mixing pump was not working.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was unable to cool due to a faulty mixing pump. The mixing pump was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they performed a visual inspection in an arctic sun device, and it met criteria. Functional test was failed due to no cooling. Mixing pump was not working. They tried to drain the chiller tank but no water in the chiller tank. This problem points to a problem with the mixing pump. Probably the mixing pump was not working.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was unable to cool due to a faulty mixing pump. The mixing pump was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they performed a visual inspection in an arctic sun device, and it met criteria. Functional test was failed due to no cooling. Mixing pump was not working. They tried to drain the chiller tank but no water in the chiller tank. This problem points to a problem with the mixing pump. Probably the mixing pump was not working.